Event description:
Contact reports that during minimally invasive surgery, two guidewire tips broke off in the pt - one in the pedicle and one in the vertebral body. The parts of both guidwires remain in the pt. See mfg report# 1526439-2006-00024 for the second guidewire involved in this event.